Manufacturer narrative:
Device evaluated by manufacturer? Yes. The part was returned by the user. A similar oxygen (o2) cell sensor was investigated and the reported issue was reproducible. The cell is reading a value significantly higher than 100% during an o2 suction when the calibration of the cell was performed during the sensors warm-up time (30min). As a result, this o2 sensor (serial number: (B)(4)) was sent to the supplier for further investigation

Manufacturer narrative:
Any additional information received from the customer will be included in a follow up report. A review of the log files shows no technical alarms and no o2 supply insufficient alarms. The following tests were successful: two o2 call 2p calibrations, inspiration valve test, o2 valve and flow sensor systems tests, and o2 gas path test. Generally, the reading from the o2 cell was highly fluctuating while the dosing was okay all the time. Informed customer about first findings that there is no sign for a malfunction of o2 dosing in this device. Customer reported that they have not received any further information about patient's condition, there are no spo2 logs provided. Customer will report to the hospital that it is an o2 cell problem. As a pre-cautionary measure, the o2 sensor was replaced and it will be available for evaluation.

Event description:
Customer reported too low o2 dosing. On september 2nd the o2 setting was 80%, but the fio2 reading was fluctuating between 68 and 89%. Alarm 224 mismatch between delivered and measured fio2 and alarm 151 o2 concentration low were active. The patient spo2 temporary dropped and the fio2 reading was 60%. O2 setting was change to 90% and patient spo2 rises. Customer exchange the machine.